Manufacturer narrative:
One sample was returned by the customer and co obtained additional samples from co's distribution centers for evaluation. Co found all syringes to function properly. Loading and unloading of harpoons and used cartridges is addressed in product labeling. This report is very unusual and rare. Co was unable to duplicate the problem. Marketing support feels that in this instance the needle may not have been screwed securely to the syringe. Co is unable to comment further on the problem